Event description:
It was reported that an external blood leak was observed at the connection between the syringe and tubing of a prismaflex st 100 set during continuous renal replacement therapy. Prostacyclin was used as an anticoagulant. The volume of blood loss was not known. The set was replaced to continue treatment. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Prostacyclin, or epoprostenol, was reported to have been used during the leakage event. Epoprostenol is not compatible with the polyethylene terephthalate glycol components of the prismaflex set. Per the set instructions for use, the drug should not be injected into the anticoagulation line as component damage can occur which may result in a leak. The reported condition was verified. The cause of the condition was determined to be related to unintended use error. A previous nonconformance was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.